Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pocket stimulation at the drg ipg implant site. Reportedly, the patient felt a shocking sensation through her body after bending over to tie her shoes. The patient stated she turned the system's stimulation therapy off to avoid the overstimulation. Subsequently, surgical intervention was taken, during the procedure the physician noted a tissue-like substance in the ipg header. The physician suctioned out the substance from the header, wiped clean the ipg header port where the leads connect. The physician reconnected the ipg and completed the procedure. In addition, the patient's drg system was programmed during the follow up visit and the patient reported receiving effective stimulation therapy.